Event description:
The following was reported to gore from the viedoc study database: on (B)(6) 2023, a 70-year-old male undergone a procedure to treat the right popliteal artery aneurysm. A gore® viabahn® endoprosthesis with propaten bioactive surface (vsx) device was successfully implanted via the right common femoral artery (cfa) through a percutaneous access approach under local anaesthesia. All delivery catheters were successfully removed, and the study device was patent at the end of the procedure. No additional procedures were performed, and antiplatelet/anticoagulant medication was administered during the procedure. The procedure end date was the same as the start date. On (B)(6) 2026, it was alleged that there was a loss of the distal sealing of the vsx device resulting in a migration. The primary relationship was reported as disease related due to an increase of the aneurysm diameter. A reintervention was performed on (B)(6) 2026 and patency of the study vsx device was reportedly restored. Due diligence to collect additional information has been initiated.

Manufacturer narrative:
H6: investigation findings: c19 refers to the product history review. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being performed and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.